Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s high blood glucose level was 128 and 280 mg/dl and low blood glucose was 67 mg/dl. The customer was treated with the food for low blood glucose and high blood glucose with insulin pump. The troubleshooting was done for low and high blood glucose. The customer was alleging the insulin pump was over delivering because she was experiencing low blood glucose while using the pump for only 24 hours. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.